Event description:
Reporter indicated that vns patient was diagnosed with left vocal cord paralysis seven months post vns implant. The patient did not sustain any injury or trauma that could have caused the vocal cord paralysis. Device diagnostics indicate proper device function. Follow up with the patient's treating physician confirmed that the left vocal cord paralysis was diagnosed by an ent. The patient had not exhibited any signs of vocal cord paralysis until june 2006. Post-op office notes from the surgeon indicate that the patient was seen after implant with no evidence of any dysphonia. The surgeon, neurologist and ent are not sure why the patient developed left vocal cord paralysis seven months after implant surgery. The ent suspects the vocal cord paralysis is most likely related to device stimulation. At this time, there are no interventions planned for the patient.

Manufacturer narrative:
Vns therapy system labeling lists left vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation.